Event description:
The customer reported that the tip of the driver broke during use in a pcl surgery, and all pieces were retrieved. The surgery was completed with an alternate device without patient injury or surgical delay.

Manufacturer narrative:
Investigation result: to date, this device has not been received to perform an investigation. A follow-up report will be sent upon receipt of the product and completion of the investigation.